Manufacturer narrative:
Novocure's medical opinion is the patient has a history of seizure that was also the presenting symptom of the underlying disease (gbm), this event is unrelated to optune gio therapy, related to the underlying disease (gbm). As the physician was unable to rule out a possible contribution of optune gio therapy to the event. Novocure is reporting out of an abundance of caution. Risk factors for seizure in this patient include concomitant temozolomide (convulsions are listed as among the most common adverse reactions. Source: temozolomide prescribing information). Seizure is an expected event with optune gio device use (ef- 11 9% and 22% ef-14 optune arm). Seizures are a known complication of gbm and have been reported as the presentation symptom in 27% of cases. During the course of the disease, 51% of patients will experience seizures (clin neurol neurosurg. 2015; 139:166-171).

Event description:
A 60-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, novocure was notified that the patient had difficulty finding words, answering questions, and exhibited memory impairment. The patient expressed that he wanted to consult a healthcare provider (hcp). On (B)(6) 2025, the patient's nurse informed novocure, that the patient was admitted to the hospital the previous day due to seizures. On (B)(6) 2025, the patient reported having been recently hospitalized for aphasia, nausea and seizure activity. The patient believed that optune gio therapy might have caused his symptoms, and as a result, discontinued therapy on (B)(6) 2025. The hospital summary associated with the event was received on july 22, 2025. According to the summary, the patient presented to the hospital on (B)(6) 2025, with acute onset fogginess and expressive aphasia, including difficulty finding words. Initial imaging, including CT head and cta head and neck scans, showed no significant findings. An MRI of the brain was notable of an enhancing lesion over the left parietal lobe with some mildly surrounding edema. A long-term encephalogram (eeg) was conducted from on (B)(6) 2025, which showed no evidence of seizures but indicated an increased epileptogenic potential and cortical irritability. The eeg findings suggested the possibility of a structural or functional deficit of the underlying cortex. It was noted that the patient had completed a four-day course of temozolomide on (B)(6) 2025, at a dose that was reportedly double their previous treatment. Per neurology, the speech changes may have been secondary to a breakthrough seizure. Consequently, the patient was administered a loading dose of levetiracetam (2g), and the maintenance dose increased from 1000mg to 1500mg twice daily following the eeg results on (B)(6) 2025. A neurosurgery consultation noted no new disease progression since the patient's MRI on (B)(6) 2025. On (B)(6) 2025, the prescribing physician confirmed that the patient had a history of seizures and was on anti-seizure medication. The physician reported the patient was hospitalized, and adjustments were made to the patient's anti-seizure regimen. The physician indicated that the connection between optune gio therapy and the seizure could not be ruled out as the therapy was initiated the day before the event.